Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient has a history of vascular dementia. Three days prior to the implant, the patient was cleared for the procedure by the implanting physician with a nurse practitioner present. One day prior to the implant, staff from the nursing facility where the patient resided called the implant facility to express concern regarding the patient's mental state. Staff at the implant facility instructed the patient be taken to the ER for assessment. The patient's physician said the patient was just tired and the patient was not brought in. The day of the implant procedure the nurse practitioner who was present during the visit with the implanting physician 3 days prior, indicated there was no change in the patient's status from the previous appointment when she was cleared. The implant procedure was performed that day. The next day it was noted that the patient was well; alert and oriented (a&o) x3 and moving all extremities. The patient was discharged back to the nursing facility. Eleven days post procedure the staff at the residence indicated the patient had mental changes occurring over the past four days. In the ER the patient was acting inappropriately but remained a&ox3. It was reported she had cute encephalopathy and progression of dementia with underlying uti. The CT scan showed no new changes. A MRI performed the next day (12 days post procedure) showed an acute lacunar infarct. The day after the MRI the physician's note indicated "tiny acute left frontal infarct occurs peri-procedurally following laa watchman device whilst on a/c".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that cerebral infarction occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was successfully implanted without complication. 11 days later the patient returned complaining of a mental status change. A tiny acute left frontal infarct was observed. It was further reported that this patient lived in the nursing home and was exhibiting symptoms of a slightly altered mental status prior to the implant procedure; however testing was not performed at that time.